Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that the patient was in the emergency room (ER) and the healthcare provider was concerned that the pump may not be working appropriately. They reported an increase in spasticity. They requested a pump interrogation be performed.